Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found the catheter shaft was broken/fractured at 5mm from the strain relief at the proximal end; no other anomalies were noted. Additional information confirmed there was no damage noted to the packaging. Based on the information provided and investigation results, it is probable that the catheter shaft broke as a result of handing the device during removal from its packaging; human factors issue has been assigned to this event.

Event description:
Analysis of the returned device found the catheter shaft was broken. There was no clinical consequence to the patient as a result of this event.